Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
D.2. Additional medical device types: njr. E.1. Initial reporter phone: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 5 of 7: it was reported that during use of the bd pcr cartridge on bd max system, a false positive flu a patient result was obtained. There was no report of patient impact.